Manufacturer narrative:
Initial reporter facility name: (B)(4).

Event description:
It was reported that additional intervention was required to remove the detached balloon. The stenosed target lesion was located in the artificial arteriovenous fistula in the left upper limb. A 6.0 x 40, 75cm mustang balloon catheter was advanced with a guide wire for dilatation. However, during the third inflation at 10-24 atmospheres for 60 seconds, the pressure was dropping and the balloon had ruptured. During removal, it was found that the balloon had been damaged with a horizontal fracture. The fractured part could not could not be removed from the blood vessel. The artery was cut to have the device removed. Finally, the blood vessel was sealed. The procedure was completed with a different device. No further patient complications were reported and the patient recovered and was stable after the procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by manufacturer: mustang 6.0 x 40, 75cm, 24 atm was received for analysis. The device was received in two sections due to a complete shaft break. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A complete circumferential tear located approximately 25mm distal of the proximal balloon bond was identified. The distal section of balloon material found to be torn longitudinally along its entire length. No other issues were noted with the balloon material. A visual and tactile examination found the shaft of the device to have completely detached at approximately 18mm distal of the proximal balloon bond. The distal section of the shaft was found to be severely stretched/ damaged. This type of damage is consistent with resistance being encountered excessive tensile force being applied to the device when attempting to withdrawing it through the guide/sheath. A visual and tactile examination found the tip of the device to be severely damaged. This type of damage is consistent with resistance being encountered when crossing the lesion and excessive force being applied to the device. A visual examination found that one markerband had detached from the shaft of the device. The detached markerband was not returned for analysis. The remaining markerband was found to be damaged on the shaft of the device. The markerband most probably detached due to the severe damage to the shaft of the device.

Event description:
It was reported that additional intervention was required to remove the detached balloon. The stenosed target lesion was located in the artificial arteriovenous fistula in the left upper limb. A 6.0 x 40, 75cm mustang balloon catheter was advanced with a guide wire for dilatation. However, during the third inflation at 10-24 atmospheres for 60 seconds, the pressure was dropping and the balloon had ruptured. During removal, it was found that the balloon had been damaged with a horizontal fracture. The fractured part could not be removed from the blood vessel. The artery was cut to have the device removed. Finally, the blood vessel was sealed. The procedure was completed with a different device. No further patient complications were reported and the patient recovered and was stable after the procedure.